Event description:
Medtronic received info that this bioprosthetic mitral valve exhibited mitral regurgitation approx 1.5 yrs post implant. It was reported that one of the cusps located close to the lv outflow track was prolapsed, and its' commissure appeared elongated. The valve was subsequently explanted and replaced with mechanical valve. It was reported that the pt recovered and ate a meal by himself, but later developed mediastinitis. The pt's ph became difficult to control, and ultimately resulted in multi-organ failure, resulting in death. The valve was preserved in formaldehyde.

Manufacturer narrative:
Device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - exact cause of event cannot be determined without product return. Analysis: to date, this product had not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as the product has not been returned for analysis. Return of the product, however, is anticipated. Once received, the device will be analyzed, and a follow-up report will be submitted upon completion of the investigation.